Manufacturer narrative:
UDI not required. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was ordered for replacement.

Event description:
The hospital reported the wheel broke off the unit, causing the potential for the unit to tip or fall. There was no report of patient involvement.